Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 500 mg/dl. The patient was dehydrated, vomiting and nauseous. For treatment, the patient was given a intravenous (IV) fluids and insulin. The pod was worn between 1 and 4 hours on the hips/buttocks. The patient was discharged after 3 days.

Manufacturer narrative:
Remove from emdr-98470: health effect - impact code = f26 no health consequences or impact. Add to emdr-98470: health effect - impact code = f08 hospitalization or prolonged hospitalization.